Manufacturer narrative:
(B)(4). Location : hospital. Product analysis: balloon shape and state indicates that the ibt has been inflated at least one time. Functional analysis was not possible due to a hole on the balloon. During visual analysis, the hole on the balloon was easily located. This is a longitudinal hole and it appears that the inner shaft goes out of the balloon. This kind of rupture is typical with a balloon rupture outside of the patient. After discussion with the sales representative, it appears that the balloon had an abnormal shape that occurred during surgery. Then, it was inflated outside the patient and the balloon was leaking, but the shape seemed to be normal. During this inflation outside of the balloon, it ruptured in a longitudinal failure mode. Conclusion: based on the information provided, functional and visual analysis, the balloon did not seem to have a strange shape, but it was leaking. Manipulation done before analysis created a large longitudinal rupture of the balloon. The most probable root cause of the balloon leakage is attributed to contact with bone splinters during surgery.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat a compression fracture at an unknown level. During the procedure, one of the balloons did not evenly inflate evenly in the vertebral body and showed evidence of a leak. No patient complications were reported.